Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12march2019. Philips technical support advised the customer that the correct cable was required. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that they were unable to download the software to vent. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 12jul2019. Date rec'd by MFR: 11jul2019. The customer reported that they received the communication cable and were able to get this ventilator back in service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. Device evaluated by MFR : customer resolved.